Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-6410 serial/batch number (B)(6) was received for investigation. Functional testing with the ar-6480 dual wave pump and water for 22 minutes found that the device was working as intended. No issues with the pressure were noted during the test. According to the complaint's allegation, the tubing was connected to the ar-6485 serial number (B)(6). It was also reported but never received for evaluation. However, it was found that the facility reported the device again in november 2024. A visual evaluation revealed no issues. No problem found.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/11/2024, a sales representative reported via (B)(4) that an ar-6410 main pump tubing malfunctioned during a shoulder surgery. The tubing was connected to an ar-6485 (serial number: (B)(6)). The pump was set at a flow rate of 20. During surgery, the patient's shoulder became excessively swollen. The surgery was completed without replacing the pump tubing. No information was available regarding whether the membrane had collapsed, what treatment was given to the patient, or whether the hospital stay was extended.